Event description:
It was reported to philips that when the user was planning to defibrillate in synchronized cardioversion with ventricular tachycardia, the user also turned on the magnetic field sensor inside the catheter. Then, a phenomenon occurs where the r-wave arrows appears, but the ECG becomes asystole and heart rate becomes 0. When the magnetic field sensor is turned off, an electrocardiogram will be displayed. Hr will count and return to normal state. The alleged failure was observed while the device was in clinical use, however, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by medical engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the ECG goes asystole when magnetic field sensor is turned on. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The medical engineer evaluated the device on site. No device problem was detected, the device functions to the designed specifications. No abnormal behavior was observed. The device remains at the customer site and no further evaluation is warranted at this time.